Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 28-apr-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2013 for permanent sterilization. On or about (B)(6)-2014, hsg (hysterosalpingogram) was done and showed that essure coils were properly implanted. After procedure (date not specified), consumer began to experience abdominal and pelvic pains as well as uncontrollable bleeding. As result of pain and bleeding, consumer decided to undergo a salpingectomy to remove her tubes. This procedure, however, was complicated by trocar injury requiring her to lose an extensive amount of blood and need hospitalization. Company causality comment: this non-medically confirmed, legal and spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains, abdominal pain, uncontrollable bleeding (seen as genital bleeding). As a result of pain and bleeding, a salpingectomy was performed. This procedure was complicated by trocar injury requiring her to lose an extensive amount of blood and need hospitalization. All these events are serious and listed in the reference safety information for essure. In this case, it was reported that after essure insertion she experienced these events. Based on a compatible temporal relationship and in the lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. This case was regarded as incident since surgical intervention was performed. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation received on 27-may-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, legal and spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains, abdominal pain, uncontrollable bleeding (seen as genital bleeding). As a result of pain and bleeding, a salpingectomy was performed. This procedure was complicated by trocar injury requiring her to lose an extensive amount of blood and need hospitalization. All these events are serious and listed in the reference safety information for essure. In this case, it was reported that after essure insertion she experienced these events. Based on a compatible temporal relationship and in the lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. This case was regarded as incident since surgical intervention was performed. The product technical analysis investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains"), procedural haemorrhage ("procedure complicated by trocar injury requiring her to lose an extensive amount of blood"), genital haemorrhage ("uncontrollable bleeding") and abdominal pain ("abdominal pain") in an adult female patient who had essure (batch no. B27986) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. Concurrent conditions included anesthesia, alcohol use, injury to unspecified blood vessel of lower extremity, slight fever, right upper quadrant pain, nausea, mesenteric bleeding and hematoma. Family history included hypertension (father) and cancer (father). Concomitant products included co-trimoxazole (bactrim) for cellulitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain, abdominal pain, genital haemorrhage (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion hospitalization) and complication of device removal ("procedure complicated by trocar injury requiring her to lose an extensive amount of blood"). The patient was treated with surgery (laparoscopic salpingectomy and removal of essure coils) . Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, procedural haemorrhage, genital haemorrhage, abdominal pain and complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal, genital haemorrhage, pelvic pain and procedural haemorrhage to be related to essure. Diagnostic results: in (B)(6) 2014, hsg confirmation test -indicated that the essure coils were properly implanted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 26-feb-2018: medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure start date updated from (B)(6)2013 to (B)(6) 2013, stop date (B)(6) 2015 and lot number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/pain"), procedural haemorrhage ("procedure complicated by trocar injury requiring her to lose an extensive amount of blood/when they were getting the coils/bleeding internal"), genital haemorrhage ("uncontrollable bleeding") and abdominal pain ("abdominal pain") in an adult female patient who had essure (batch no. B27986) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. Concurrent conditions included anesthesia, alcohol use, injury to unspecified blood vessel of lower extremity, slight fever, right upper quadrant pain, nausea, mesenteric bleeding and mesenteric hematoma. Family history included hypertension (father) and cancer (father). Concomitant products included co-trimoxazole (bactrim) for cellulitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion hospitalization), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), complication of device removal ("procedure complicated by trocar injury requiring her to lose an extensive amount of blood"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysterectomy and removal of essure coils). Ssure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the procedural haemorrhage, genital haemorrhage, abdominal pain, complication of device removal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, procedural haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results: in (B)(6) 2014, hsg confirmation test - indicated that the essure coils were properly implanted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 28-feb-2018: new events added- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and fatigue. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/pain"), genital haemorrhage ("uncontrollable bleeding"), abdominal pain ("abdominal pain") and procedural haemorrhage ("procedure complicated by trocar injury requiring her to lose an extensive amount of blood/when they were getting the coils/bleeding internal") in a 37-year-old female patient who had essure (batch no. B27986) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included anesthesia, alcohol use, injury to unspecified blood vessel of lower extremity, slight fever, right upper quadrant pain, nausea, mesenteric bleeding and mesenteric hematoma. Family history included hypertension (father) and cancer (father). Concomitant products included sulfamethoxazole;trimethoprim (bactrim) for cellulitis as well as ethinylestradiol;norethisterone acetate (microgestin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion and 1 day after removal of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion hospitalization) and complication of device removal ("procedure complicated by trocar injury requiring her to lose an extensive amount of blood"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysterectomy and removal of essure coils, laparoscopic salpingectomy and removal of essure coils and laparoscopic salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and fatigue had resolved and the genital haemorrhage, procedural haemorrhage and complication of device removal was resolving. The reporter considered abdominal pain, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, procedural haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-mar-2019: pfs received. Events outcome abdominal bleeding (vaginal), abdominal bleeding (menorrhagia), fatigue, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain was updated. Lab data was added. Medical history and concomitant drug was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/pain"), procedural haemorrhage ("procedure complicated by trocar injury requiring her to lose an extensive amount of blood/when they were getting the coils/bleeding internal"), genital haemorrhage ("uncontrollable bleeding") and abdominal pain ("abdominal pain") in an adult female patient who had essure (batch no. B27986) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. Concurrent conditions included anesthesia, alcohol use, injury to unspecified blood vessel of lower extremity, slight fever, right upper quadrant pain, nausea, mesenteric bleeding and mesenteric hematoma. Family history included hypertension (father) and cancer (father). Concomitant products included co-trimoxazole (bactrim) for cellulitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion hospitalization), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), complication of device removal ("procedure complicated by trocar injury requiring her to lose an extensive amount of blood"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysterectomy and removal of essure coils). Essure was removed on 6-nov-2015. At the time of the report, the pelvic pain was resolving and the procedural haemorrhage, genital haemorrhage, abdominal pain, complication of device removal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, procedural haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results: in (B)(6) 2014, hsg confirmation test -indicated that the essure coils were properly implanted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/pain"), procedural haemorrhage ("procedure complicated by trocar injury requiring her to lose an extensive amount of blood/when they were getting the coils/bleeding internal"), genital haemorrhage ("uncontrollable bleeding") and abdominal pain ("abdominal pain") in an adult female patient who had essure (batch no. B27986) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Concurrent conditions included anesthesia, alcohol use, injury to unspecified blood vessel of lower extremity, slight fever, right upper quadrant pain, nausea, mesenteric bleeding and mesenteric hematoma. Family history included hypertension (father) and cancer (father). Concomitant products included sulfamethoxazole;trimethoprim (bactrim) for cellulitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion hospitalization), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), complication of device removal ("procedure complicated by trocar injury requiring her to lose an extensive amount of blood"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysterectomy and removal of essure coils, laparoscopic salpingectomy and removal of essure coils and laparoscopic salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, procedural haemorrhage, genital haemorrhage, abdominal pain, complication of device removal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and fatigue was resolving. The reporter considered abdominal pain, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, procedural haemorrhage and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: pfs received: event outcome recovering / resolving added for all events. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.